Manufacturer narrative:
The intraocular lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after insertion of healon pro into the pcb00 delivery system and after implantation of the lens, 1 dark purple/blue/black filament was observed in the eye. They got it out by irrigation/aspiration. There was no patient injury and no wound enlargement. There was not a delay in the procedure. The lens remains implanted. No additional information was provided to abbott medical optics. Note: 2 MDR¿s will be submitted; one for each suspect product. This MDR captures the information pertaining to the lens. A separate MDR is being submitted for the healon pro device.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 12/5/2017. Device evaluation: the pcb00 insertion system and photos provided by the customer were evaluated to address the reported issue. Visual inspection at 10x microscope magnification was performed. The pcb00 product was not returned in its original package. The plunger and pushrod were observed in the advanced position in the preloaded insertion system. No assembly errors and/or defects were observed in the preloaded device related to the manufacturing process. Lack of lubricant material was observed on the cartridge. No damage was observed on the cartridge. The condition of the returned product is consistent with a unit that has been previously handled and prepared for surgical use. Engineering evaluation of the photographs (filaments) provided: the manufacturing data confirms no process deviations that may lead to visible debris/particle deposition on the iol and that may be undetected by our control process. The manufacturing controls should be capable of identifying the presence of this type of particulate or substance during the inspection controls defined as part of the manufacturing process. In addition, as required in the direction for use (dfu) the lens should be removed from the pouch in a sterile environment, and examined thoroughly to ensure particles have not been attached before implanting. The reported complaint issue was verified. However, based on the evidence observed, it is not possible to confirm if the particle observed is related to manufacturing, as the reported lens was handled and prepared for surgical use. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.